Manufacturer narrative:
Concomitant medical products: 3889-28, lead; implanted: (B)(6) 2017, 3058, interstim, implanted: (B)(6) 2017, 977c165, lead, implanted: (B)(6) 2018, 97715, stim, ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have been having "trouble with their device". It was reported by the patient that their heart rate goes below the lower rate. Patient also reported they may have experienced electromagnetic interference while out shopping. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.